Event description:
It was reported that the subject device had abnormal image during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water droplets inside the glass of the light guide insertion lever, the rear light guide bundle was severely damaged and yellowed, the insertion part was slightly indented / component failure of the outer tube based on the results of the investigation, the most probable cause for the malfunction could not be identified. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.